Event description:
It was reported that the customer had an issue with the o-ring being split in half. Customer stated that a piece is broken and the rubber is missing. Customer also stated that there is nothing to hold the reservoir in place. Customer's blood glucose level was 163 mg/dl. Pump is still operational but the reservoir compartment will give way soon. Customer stated that the damage was caused by normal wear and tear. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No further assistance needed.

Manufacturer narrative:
Findings: unit received with broken reservoir tube lip. Unit received with missing reservoir tube lip o-ring. Unit received with cracked case at display window corners, reservoir tube, reservoir tube window and battery tube threads. Unit received with minor scratches on display window.